Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized. Also, that same day, the patient started treatment with injection ceftazidime (1g; route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. At the time of this report, ceftazidime remains ongoing. No additional information is available.